Manufacturer narrative:
Complaint confirmed, a piece of the distal end threaded profile broke off from the device. Evaluation revealed additional damage and dents on the device distal end. The cause is undetermined. However. A likely cause is hitting another device, such as the fluted tip due to interference and/or the pin bending.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that the day after a procedure, the ar-9621-35t was found with a broken tip.